Manufacturer narrative:
The reagent lot number is 74628401 with an expiration date of 31-may-2024. The serial number for the other c 503 module (B)(6). The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and no abnormalities were found. The field service representative performed maintenance to fix the pressure problems with the consequent anomaly on the cuvette washing station. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable chol2 results for 1 patient sample on a cobas c 503 analytical unit module. The initial result was 8.78 mg/dl. The repeated result was 38.8 mg/dl. The sample was repeated on another c 503 module and the result was 269 mg/dl. The sample was repeated again using the first analyzer and the result was 281mg/dl.